Event description:
On (B)(6) 2012, the patient claimed her blood glucose became elevated at 600 mg/dl while he had difficulties with a large priming issue. At 9:30 pm when he had a blood glucose reading of 399 mg/dl, he took 16 units of novolog via the insulin pump. Within 30 minutes his blood glucose did not abate but went to 600 mg/dl. He left work and began to take insulin injection via syringe to rebound his blood glucose after 2 or 3 hours. In the morning, his blood glucose amended to 145 mg/dl. During troubleshooting, the animas representation took note that the patient primed 20 units to complete a prime on the tubing with every rewind /prime. The issue was not resolved with training. This complaint is being reported due to the priming issue and because the patient had blood glucose reading over 500 mg/dl while on insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.